Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh and mentor ob tape were implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh implantation to treat stress urinary incontinence and recurrent cystocele. Due to abdominal/pelvic pain, infections and erosion the patient underwent removal of mesh on (B)(6) 2006 and (B)(6) 2012. The patient also underwent open cystotomy with removal of bladder ulceration, open right urethral stent insertion and boston scientific coaptite implant surgery on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.